Manufacturer narrative:
(B)(4). One actual sample were returned for further investigation. It was reported that "condensation in unopened and unused airway. When re viewing the sample, it is observed that, it has moisture inside the packaging. Based on the visual examination conducted, this complaint is confirmed. Further studies on the root cause analysis and implementation of corrective action has been addressed in the non -conformance that was initiated. The investigation is on-going. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that prior to use (non-clinical setting), condensation was found in an unopened and unsured airway package. No patient involvement.

Event description:
It was reported that prior to use (non-clinical setting), condensation was found in an unopened and unsured airway package. No patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use (non-clinical setting), condensation was found in an unopened and unsured airway package. No patient involvement.